Event description:
Drug/diluent: ropivacaine, 020%. Fill volume: 500 ml. Flow rate: 14 ml. Procedure: unknown, cathplace: unknown. (Reference 2026095-2011-00459 ((B)(4)) pump started on pt (B)(6) 2011 at 0910. At 0145, on (B)(6) 2011, the pump was clamped off. By visual examination pump was 2/3 to 3/4 empty. Catheter withdrawn on (B)(6) 2011. No adverse event occurred. Pt status: unremarkable. Date of event: (B)(6) 2011.

Manufacturer narrative:
Method: sample has not yet been received, but was reported to be available. Results: without the actual product, an analysis cannot be conducted. Product pending receipt. Conclusions: a follow-up report will be filed when investigation has been completed. I-flow provides a "caution" on its dfu which states the following: cautions: do not under fill pump. Under filling the pump may significantly increase the flow rate. Flow rate is unpredictable if it is dialed between rate settings. The select-a-flow device should be worn outside the clothing and kept at room temperature. Temperature will affect solution viscosity, resulting in faster or slower flow rate. Select-a-flow have been calibrated using normal saline (ns) as the diluent and room temperature (22 degrees c, 72 degrees f) as the operating environment. Flow rate will increase approximately 1.4% per 1 degree f/0.6 degree c increase in temperature and will decrease approximately 1.4% per 1 degree f/0.6% degree c decrease in temperature.